Event description:
It was reported that during a device change out procedure this right ventricular (rv) lead was an attempted implant due to an increase in right ventricular (rv) pacing impedances. Pacing impedances went from 1,300 to 1,700 ohms. Additionally, sensing was 12mv but then dropped to 5.0mv. There were no observations of noise. Technical services suspects that these observations occurred due to localized inflammatory response in which it may resolve. Technical services informed since there was no lead noise and sensing, and thresholds were good they could consider keeping the lead where it is or change the lead out. It was noted this lead was difficult to position. Subsequently, this lead was removed, and a new lead was implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted and dried blood was noted in the helix housing. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a device change out procedure this right ventricular (rv) lead was an attempted implant due to an increase in right ventricular (rv) pacing impedances. Pacing impedances went from 1,300 to 1,700 ohms. Additionally, sensing was 12mv but then dropped to 5.0mv. There were no observations of noise. Technical services suspects that these observations occurred due to localized inflammatory response in which it may resolve. Technical services informed since there was no lead noise and sensing, and thresholds were good they could consider keeping the lead where it is or change the lead out. It was noted this lead was difficult to position. Subsequently, this lead was removed, and a new lead was implanted successfully. No adverse patient effects were reported.